Event description:
It was reported that the device's paddle plate fell off of the adult hard paddle attachment after the paddle was dropped. There were no reports of pt tube associated with the reported failure.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a replacement adult hard paddle. The broken paddle will not be returned to physio-control for eval. The root cause of the reported failure could not conclusively be determined.